Manufacturer narrative:
The console was received and decontaminated. The reported event could not be observed as it was not duplicated, and it could not be identified in the logs. Quest medical will continue to monitor complaints for trends.

Event description:
The report received from the customer states that during the induction dose, the user noticed the arrest agent was flashing "purge". He had to remove the contents from the arrest cartridge and transfer to the additive to complete the first dose. There were no reports of patient complications resulting from the alleged issue.

Manufacturer narrative:
The device has not been returned for investigation. A follow-up report will be submitted after investigation is completed.